Event description:
The reporter stated that he did back to back blood glucose tests, with results of 184, 178, 134 and 184 mg/dl. Tested one hour after his am fasting test of 178 and having taken his usual oral medication. He did not have any symptoms. A control test could not be done due to lack of supplies. On follow-up the reporter stated that he didn't compare to color chart on vial, checks the confirmation dot "most of the time," but couldn't remember if he checked for each of the above tests. The lifescan representative reviewed coding, sample application, cleaning and use of control solution.